Manufacturer narrative:
An event of positioning problem, improper or incorrect procedure or method, and vascular dissection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the delivery system was passed smoothly through the subclavian artery to the annulus instead of the femoral artery, multiple attempts and guidewire repositioning were needed to cross the annulus, the valve was re-sheathed and deployed 5 times, the subclavian artery was damaged during the procedure, and the physician indicated the flexnav delivery system was not the cause of the damaged subclavian artery (fragile vasculature, difficult for integrated sheath to remain in place). Based on available information, a cause for the reported positioning problem could not be conclusively determined. The reported vascular dissection appears to be related to a combination of procedural conditions and patient condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Additionally, the instructions for use states "for single use only. Do not reuse, reprocess, or resterilize the valve, delivery system, or the loading system." Information from the field indicates that the physician was aware of this warning and was offered replacement devices. These violations did not cause or contribute to the reported issues. Therefore, a letter will not be requested to the account.

Event description:
It was reported that on 30 november 2023, a 25mm navitor valve was chosen for implant, using a small flexnav delivery system. Due to obesity and femoral access being not an option, the patient was consented for a transcatheter aortic valve implantation (tavi) procedure with an alternate access approach via the subclavian artery. The patient had a native bicuspid aortic valve. The loaded navitor valve was passed over the non-abbott wire via the subclavian artery and passed through the aorta smoothly to the annulus. Trying to cross the annulus, the delivery system took a number of attempts and also needed the non-abbott wire repositioning before the delivery system was able to cross. No pre dilatation was performed at this stage. Deployment of the navitor valve commenced; however, valve was positioned too high. Another attempt to deploy saw the valve at an acceptable height initially. However, due to the native bicuspid valve and fixed raphe, this reacted with the valve and pushed the valve deeper. It was decided that the native valve would require a pre-dilatation before attempting to deploy the valve again. The valve was fully recaptured and removed from the anatomy to perform pre-dilatation. After successful pre-dilatation with an 18mm non-abbott balloon, the flexnav delivery system and navitor valve were re-inserted into the patient. Another 3 attempts were made to deploy the valve with success on the last attempt with acceptable heights of 4mm non-coronary cusp (ncc) and 5mm left/right coronary cusp. No post dilatation balloon was performed. The physician managing the access at the subclavian artery expressed challenges maintaining hemostasis during the procedure due the manipulation of the integrated sheath on the delivery system during the implant, leading to blood loss. It was at this stage that the physician would have to close the artery, which is why no post-dilatation balloon or hemodynamic measurements were performed. It was noted that the subclavian artery had been damaged during the procedure, requiring a stent graft to be inserted in the subclavian artery to repair it. The physician indicated that the flexnav delivery system with the integrated sheath was not the cause of the damaged subclavian artery, the patient had buttery vessels due to her obesity. Patient made a good recovery with an echo performed the next day showing minimal leak that was deemed acceptable by the physician and did not require intervention. There was no clinically significant delay in the procedure and no adverse patient sequelae.